Event description:
On (B)(6) 2021, fresenius became aware this (B)(6) male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the hospital on (B)(6) 2021. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) the patient¿s spouse called emergency medical services (ems) due to the patient¿s worsening shortness of breath (dyspnea) on (B)(6) 2021. When ems arrived, they terminated the continuous cyclic pd (ccpd) treatment and transported the patient to the hospital. The pdrn stated a review of the treatment record did not reveal any alarms. The pdrn stated they spoke to the patient contact this morning and they did not report any issues with a fresenius product(s) and/or device(s). The patient was formally admitted and is still undergoing testing to reveal the cause of the dyspnea. Per the pdrn, once discharged the patient will resume utilizing the same liberty select cycler at home.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation.

Manufacturer narrative:
Correction: a2, a4, h6.

Event description:
On (B)(6) 2021, fresenius became aware this 77-year-old ((B)(6) 1944) male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the hospital on (B)(6) 2021. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) the patient¿s spouse called emergency medical services (ems) due to the patient¿s worsening shortness of breath (dyspnea) on (B)(6) 2021. When ems arrived, they terminated the continuous cyclic pd (ccpd) treatment and transported the patient to the hospital. The pdrn stated a review of the treatment record did not reveal any alarms. The pdrn stated they spoke to the patient contact this morning and they did not report any issues with a fresenius product(s) and/or device(s). The patient was formally admitted and is still undergoing testing to reveal the cause of the dyspnea. Per the pdrn, once discharged the patient will resume utilizing the same liberty select cycler at home.

Event description:
On (B)(6) 2021, fresenius became aware this 77-year-old (B)(6) 1944, male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the hospital on (B)(6) 2021. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) the patient¿s spouse called emergency medical services (ems) due to the patient¿s worsening shortness of breath (dyspnea) on (B)(6) 2021. When ems arrived, they terminated the continuous cyclic pd (ccpd) treatment and transported the patient to the hospital. The pdrn stated a review of the treatment record did not reveal any alarms. The pdrn stated they spoke to the patient contact this morning and they did not report any issues with a fresenius product(s) and/or device(s). The patient was formally admitted and is still undergoing testing to reveal the cause of the dyspnea. Per the pdrn, once discharged the patient will resume utilizing the same liberty select cycler at home.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.